Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after implant an observation was found that impedances are out of range. Further evaluation shows that all impedances check out normal with good capture thresholds and sensing. The device status is unknown at this time. No patient complications have been reported as a result of this event.